Event description:
It was observed during the device inspection, that the evis lucera duodenovideoscope had exhibited an issue where the instrument did not pass properly. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d5, e2 & e3 should be blank, g2 (company representative should be unmarked), g3 (correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 08/04/2024). Additional information: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, the definitive root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the evis lucera duodenovideoscope had exhibited an issue where the instrument did not pass properly. There were no reports of patient harm.

Manufacturer narrative:
Correction: h6 code: investigation findings & investigation conclusion.